Event description:
It was reported that the device motor was not running. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). D9. Date returned to mfg: 15-dec-2023. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation with no obvious physical damage present. The history/error log showed the motor not running error and syringe flange not in place. Pump works but had a loud banging noise upon hitting with high pressure and very loud noises during run. The problem was in the motor, worn coupling, and worn-out barrel clamp rod. Battery was very low capacity and lcd display had exposed wire. The customer's complaint was confirmed. The root cause of the motor not running was due to the barrel clamp rod malfunction, battery, lcd display, worn coupling, stepper motor, and size potential meter. Replaced barrel clamp rod, battery, lcd display, coupling, stepper motor, and size potential meter to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.